Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that a fluid leak occurred during their pd treatment. The patient reported to ts that fluid was leaking out of the cassette door at the completion of treatment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised bring the reported event to the attention of their peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn, it was confirmed that the patient had completed their treatment. The pdrn said the patient reported an air detected in cassette alarm that occurred during the treatment, prior to discovery of the fluid leak. There was no reported damage identified on the cassette. The pdrn stated the patient did not miss any treatments. The pdrn also confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient received 2g vancomycin and 1g ceftazidime, both one time, via intraperitoneal (ip) administration. The patient¿s cultures were also taken, and they came back negative. The pdrn confirmed the replacement cycler was received and the patient is continuing pd therapy with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.